Event description:
It was reported that during a thoracoscopy/biops, the device cut but did not staple. There was excessive bleeding and the pt's chest had to be opened. The consequence was blood loss of 450cc, extended operating time and an unplanned thoracic incision.

Manufacturer narrative:
Info anticipated, but unavailable at this time.